Event description:
It was reported that a handheld was freezing during interrogation. Troubleshooting did not resolve the issue and the handheld was subsequently returned to MFR for analysis. An analysis was performed on the handheld and software, and no anomalies that support the reported complaint were identified. No anomalies associated with the handheld and software performance were noted during testing using the ac adapter or the main battery with a full charge. Due to this, no conclusion can be drawn regarding the cause of the reported event.